Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the anchor broke during insertion into the patella during a quadriceps repair.